Event description:
The accounts maintenance alleged the bed functions work intermittently from the right head siderail due to the siderail cable having broken and exposed wiring.

Manufacturer narrative:
The accounts maintenance replaced the right siderail cable and overlay to resolve the problem. They stated the exact cause of the problem is not known.